Event description:
Reporter states that his father in law has high blood pressure and takes the anti-hypertensive medication of cozaar 25 every am & 15 every pm. Approx 2 1/2 weeks ago he purchased a "lumiscope." The box reads that the instrument is dr recommended, certificed, accurate, has memory recall and large digital display. The box also states that the product is of professional quality and accuracy. Inside the container, the instruction manual on page 12 provides cautionary notes to include check for leaky batteries, clean with soft cloth, not recommended if user suffers from atrial fibrillation, diabetes mellitus, poor circulation etc, because the device might have difficultieis with properly registeriing an accurate blood pressure. Reporter feels that this cautionary note needs to be placed on the front of the box - not inside the box on the last page of the manual. He has been unable to find anything on the internet stating that the FDA regulates these devices for their accuracy. Over the course of 2 weeks, reporter states his father in law's systolic went from a high of 150-140-130 to 115 and he was cutting back on his medication based upon these false low readings. When in actuality his bp was still elevated. This device is dangerous. And the cautions on its usage should be printed on the outside of the box. FDA needs to check on the accuracy of the device.